Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, an unspecified volume of solution leaked at an unspecified location of the tubing set. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
To device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.